Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. It was also reported that the lead experienced rising impedance. The lead will be replaced. No patient complications have been reported as a result of this event.